Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 30 mg/dl at the time of the incident. The customer was at 395 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer went low while sleeping and stated they did not get any alarm from the pump. The customer stated they needed to get their pump settings adjusted. The customer is using a competitor's sensor system. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report.

Event description:
The customer called in to get assistance with the insulin pump settings per doctor's instructions. The customer mentioned that the low blood glucose issues began in the past two weeks. The customer stated she went into a coma about a year and a half ago due to the low blood glucose levels. The customer declined to provide further information or troubleshoot for the event. The customer only stated that she treated with orange juice, a glucagon shot, ambulance and hospital visit.